Event description:
The event occurred on an unspecified date and involved a 19-transpac¿ trifurcated monitoring kit with safeset¿ reservoir and 2 blood sampling ports, 84", 3 3 ml squeeze flushes, 3 disposable transducers, macrodrip (pole mount) where it was reported that the green stop is cutting the tubing. It was further stated that it happened with the triple and single safe sets on the arterial lines snapping in half. There is unknown patient involvement, there was unknown patient harm, and unknown delay in therapy.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. Plots: (B)(4) manufacturing date: 6/1/2023; expiration date: 6/1/2026. (B)(4) manufacturing date: 2/1/2023; expiration date: 2/1/2026.

Manufacturer narrative:
The reported complaint of arterial lines snapped in half was confirmed. An image was provided by the customer showing the partial product. During visual inspection, the male luer was received broken from the rest of the set. The broken region had beach marks on it. It is typical of a bend break. The probable cause of the break had occurred due to unintentional bending forces applied during use. The possible lot numbers and relevant commodities were reviewed, no nonconformities were identified that may have contributed to the reported complaint. D4: only di provided as lot number is unknown.